Event description:
Healthcare professional reported, "infection, cellulitis, redness, local heat sensation, swelling, wound dehiscence/opening". This is for the right side device. The device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of infection and wound dehiscence are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "infection" and "wound dehiscence/opening". Continued e1: phone number: (B)(6).